Event description:
The customer reported being involved in a car accident and her insulin pump was damaged, had a cracked display window. The blood glucose reading at time of call was 223mg/dl. The customer stated that her hospitalization was not related to her blood glucose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segments. Also received with cracked battery tube threads.